Manufacturer narrative:
Corrected: d1, d4 (serial & catalog). Placement signal issue: the root cause of the placement signal issue was not determined due to insufficient clinical details, and unreturned product and logs for further investigation.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that an impella cp was reported for abnormal placement signal values. No apparent adverse event was present. The patient was successfully supported.